Event description:
It was reported that during explant procedure, set screw anomalies were noted. There were difficulties thin loosening e rv lead, and the lv could not be removed despite several attempts made; as a result device header was damaged. Patient condition was good after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported header anomaly was not confirmed. The device was returned with a broken header. Due to the condition as received, a complete analysis could not be performed.